Event description:
In 2006, patient presented with acute type b dissection in the descending aorta and was treated with gore tag thoracic endoprostheses. Final imaging revealed a type 3 endoleak between the first and second grafts, but physician felt it would resolve after heparin wore off. A follow-up CT revealed the endoleak was still present. At about 7 days later, a reintervention occurred and an additional gore tag thoracic endoprostheses was implanted between the first and second devices. The endoleak was successfully resolved. No further complications have been reported at this time.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.